Event description:
It was reported that the customer experienced a high blood glucose (bg) of 450 mg/dl with moderate ketones. A pump system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. Additionally, the time and date were incorrect. Customer adjusted the date and time to address the issue. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.